Manufacturer narrative:
It was reported that the vpa head allegedly separated from the spring arm. A stryker field service technician (sfst) went onsite to investigate and perform the repair. The sfst found that 2 small aluminum clips that keep the head attached to the arm had been bent/damaged, causing the head to separate from the arm. The head had not completely fallen, as it was still hanging by the cabling. Based on the damage found, the sfst found the most likely root cause for this issue is customer misuse or collision of the vpa with other equipment in the room. There was no patient involvement and not injuries or adverse consequences reported.

Event description:
It was reported that the vpa head allegedly separated from the spring arm. There was no patient involvement and not injuries or adverse consequences reported.